Event description:
It was reported that when an asymptomatic patient presented for routine follow up, non-sustained lead noise was observed on stored emg. Noise was not reproducible with isometric and arm movements. No electrical measurement anomalies were detected. Review of previous fluoroscopy was inconclusive. The lead remains implanted and patient will be monitored.

Event description:
New information received notes that ventricular sensing has been steadily decreasing. Possible lead insulation breach was suspected. Lead replacement was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.